Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced and o2 sensor, pressure sensitivity, flow valve, and resistor were calibrated. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak greater than 4.5lpm. There was no report of patient involvement.